Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. There was no pacing inhibition observed. Underwent procedure, this ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.